Event description:
It was reported that the patient presented at the emergency department (ed) with increased pain, vomiting and headache. The patient was admitted to the hospital and a catheter dye study was attempted. During the catheter dye study "almost 1ml of yellow fluid" was aspirated and the procedure was aborted. The device system was used to deliver dilaudid 25.0mg/ml. A follow-up report will be submitted if additional information becomes available.

Event description:
Additional information received reported further event detail. As already reported there was difficulty during an aspiration from the catheter access port (cap). The healthcare provider (hcp) attempted the cap dye study and was unable to aspirate the desired amount of fluid, and the fluid that was aspirated was discolored. The patient was taken for a surgical catheter revision, during which the hcp was unable to place the catheter intrathecally, so hcp opted to explant the system due to the catheter occlusion and unsuccessful revision. The patient outcome was reported as no injury and recovered without sequelae.

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the distal segment of the catheter ((B)(4)) found the dispensing holes to be occluded by a dark residue. Final analysis of the proximal segment of the catheter (l37138) found the catheter was incorrectly assembled.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.